Manufacturer narrative:
The pacemaker was retained by the hospital. This report will be updated should additional information become available or upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker system exhibited high pacing thresholds and undersensing on the right ventricular (rv) lead. Additionally, it was reported that this rv lead had impedance issues. A revision procedure was planned. During the procedure, the rv lead was tested on the psa and the threshold was 5.0 v at 0.50 ms. No visible abnormalities were noted under fluoroscopy. The rv lead was surgically abandoned and replaced. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.